Manufacturer narrative:
Findings: intermittent button response due to moisture damage on keypad traces. No moisture damage found inside the pump. Pump received with cracked reservoir tube, belt clip slot, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the up and down arrows won't respond every time they were pushed. The customer was caught in rain and device was wet. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.